Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous accutni results generated by the access 2 immunoassay system for one patient. Customer tested 17 samples from one patient for accutni and the results obtained were in the range 0.33-26.59 ng/ml. Eleven samples were then tested on a different instrument and the results were in the range 4.57-19.35 ng/ml. The erroneous results were not reported outside of the laboratory. There was no affect to patient or user with regards to this event.

Manufacturer narrative:
Samples were drawn in plastic bd sst tubes and were allowed to clot for at least 30 minutes. Centrifugation occurred at 2600 rpm for 6 minutes at room temperature. Per customer, the samples did not appear lipemic, hemolyzed, or icteric. The specimens were immediately processed and the analyzers sampled from the primary tubes. Three levels of qc tested in 2008 (05:44 to 05:47) passed. All qc testing for two days resulted within established ranges. A system check was completed and met specifications. Although event log details were not supplied, the customer stated no errors were posted to the event log. The customer did not report issues with any other analytes. A field service engineer (fse) was dispatched and onsite for one week: fse confirmed the failure noting the customer stated they obtained an accutni result that was much lower than expected. Fse found transducer tip worn, replaced transducer tip, and performed all alignments. Fse performed a replicate precision run using level 3 qc which was acceptable. Fse performed system check which met specification. Fse verified repair per established procedures. Results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.